Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/prolonged, hospitalization/pseudoaneurysm. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, device deployment was attempted and hemostasis was not achieved. A syvek patch and manual compression were used to achieve hemostasis. The patient required prolonged hospitalization for observation. Two days following release from the hospital, the patient returned to the emergency room with a small pseudoaneurysm, with a small neck. A vascular surgeon performed a cut-down for successful repair of the pseudoaneurysm. There were no other adverse patient effect reported. Though requested, no additional information was available.